Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that stimulation was working great and on friday, april 22 patient unable to increase his stimulation. Message came on screen at cannot provide desired settings. Patient called field representative clinical specialist on tuesday 4/26. Patient meeting wednesday 4/27. Connection check shows all red on 0-7 and 8 through 15. Impedance check using reference electrode zero shows all red except for 9,15 which show green as 40000. Impedance check using electrode nine as reference electrode shows all red except for electrodes 9, 13,15, attempted to reprogram. However unable to provide desired settings. Dr (B)(6) made aware. Dr. (B)(6) has an appointment to meet with a patient on tuesday 5/3 and will discuss surgical intervention. Patient denies car wreck falling tripping. Patient does work on a farm with his son and does drive tractors. Unknown the type of tractor. Patient states he does have to climb up into the tractor. Patient denies living or being around any high power telephone stations. Patient does not arc weld. Patient does not work on railroad. Issue not resolved, surgical intervention planned.

Event description:
Additional information received. Rep reported lead revision scheduled for (B)(6) 2022 3:30pm. Ins and both leads explanted, replaced with medtronic product and discarded by customer. Issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G4: correction made to include PMA. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.